Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review fo the downloaded data log observed firmware errors. Functional testing was performed and no failures were detected. The reported event that there was a system check passed message and the historical data was missing was confirmed. A root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a system check passed message and the historical data was missing. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.